Manufacturer narrative:
Report date: 04feb2019. Date rec'd by MFR: 26dec2018. The philips field service engineer (fse) replaced the data acquisition to motor controller board cable and bracket and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13nov2018. No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit logged an error code(ec# 1007). There was no patient involvement. The event date was not specified; estimate used.